Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the phenomenon is due to age-related deterioration. As the actual product has been manufactured for about 13 years, it is considered probable that it was damaged due to insertion or removal of the power cord for normal use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed by the user facility that the device loses pressure and can no longer be used. The device was returned to olympus (B)(4). The incoming inspection for repair found that the inlet was broken due to the power cord receptacle failure. There was no report of patient injury associated with the event.